Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during surgery, it was noticed that the polarcup trial insert nav 22/59 was broken. Device outside the patient. The procedure was completed without delay using a s+n back-up device. Patient was not harmed.

Manufacturer narrative:
H3, h6: it was reported that, during surgery, it was noticed that the polarcup trial insert nav 22/59 broke while impacting the cup inside patient. A piece fell in the patient, but was retrieve right after by suction and with hand. Patient was not harmed. The complaint device intended for use in treatment and the broken-off piece was returned for investigation. A visual evaluation of the returned part was conducted, and it was concluded that it was effectively broken. So, the mentioned failure mode of break is confirmed. The performed complaint history review for the complaint device revealed no previous complaints for the same batch. A review of the production documentation did not show any deviations from the standard manufacturing procedure. A review of the risk management documentation verifies the failure mode and severity of the reported issue. The IFU lists several possible adverse effects resulting from a hip arthroplasty. Previous investigations demonstrated that the performance of the device is within the risks level that are anticipated in the risk management documentation. The current design remains therefore state of the art. As part of the continuous improvement, smith + nephew is nonetheless working on a design enhancement. No further escalation is required. No clinically sufficient data was provided to perform a medical investigation. Based on the performed investigations, the reported failure mode could be confirmed. A relationship between the reported event and the device can be confirmed. No probable cause can be determined. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. Normal wear and tear through repeated use is known to contribute to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" all devices must be inspected and controlled for proper functioning after cleaning/disinfection. This version of the device will be monitored for similar issues. This investigation is considered closed. The complaint device will be discarded.

Manufacturer narrative:
H10: additional information in d9. H11: corrected information in b1, b2, b5, h1 and h6 (health effect - impact code).

Event description:
It was reported that, during surgery, it was noticed that the polarcup trial insert nav 22/59 broke while impacting the cup inside patient. A piece fell in the patient, but was retrieve right after by suction and with hand. The procedure was completed without delay using a s+n back-up device. Patient was not harmed.